Manufacturer narrative:
Additional information: serial #: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. A visual review of the provided photos with one of our clinicians indicate: there is no problem with the catheter or pump. It is transmitting correctly. The complaint could not be confirmed. Complaint #: (B)(4), record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on acute myocardial infarction (ami) patient, a noise appeared on the artery pressure waveform. It was noted that the artery pressure waveform had no disturbance before the noise appearance. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy on acute myocardial infarction (ami) patient, a noise appeared on the artery pressure waveform. It was noted that the artery pressure waveform had no disturbance before the noise appearance. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on acute myocardial infarction (ami) patient, a noise appeared on the artery pressure waveform. It was noted that the artery pressure waveform had no disturbance before the noise appearance. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with no visible blood on the exterior of the catheter. Three kinks were found on the catheter tubing located 29.7, 30.7 & 41.1cm from the iab tip and one kink near the y-fitting approximately 73.9cm from the iab tip. Additionally, the extracorporeal tubing was returned cut before the male luer tip and the remaining portion was not returned for evaluation. The technician was able to insert a laboratory 0.025¿ guidewire through the inner lumen. No obstructions were felt. The performed sensor output test was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. A visual review of the provided photos with one of our clinicians indicate: there is no problem with the catheter or pump. It is transmitting correctly. The complaint could not be confirmed. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on acute myocardial infarction (ami) patient, a noise appeared on the artery pressure waveform. It was noted that the artery pressure waveform had no disturbance before the noise appearance. There was no reported injury to the patient.